Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the system and replaced the probe wash collar which fixed the leak. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported a fluid leak when using the unicel dxh 800 coulter cellular analysis system. The volume of the leak was less than 10ml and was contained within the instrument. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the system. The operator was wearing personal protective equipment of gloves, labcoat and personal eye protection. There was no biohazard exposure to mucous membranes or open wounds. There were no erroneous test results with this event. There was no death, injury or affect to user or patient treatment.